Event description:
Ous MDR - after an implantation time of about 35 months oversensing was reported. The lead was replaced and was returned for analysis. No worsening of the patient's health was reported.

Manufacturer narrative:
The returned lead underwent extensive analysis. The lead showed multiple signs of wear during the analysis. At 19 cm distal to the is-1 connector pin in particular the insulation showed wear. This damage indicates significant mechanical loads during the service life. The position and type of this external wear are characteristic of when there is great pressure of the lead on the ICD housing and also the lead is rubbing against the ICD housing at the same time. There was no indication of a materials defect or a manufacturing defect.